Event description:
The product was used during a mastectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hsp has reported that no pt injury occurred. Expiration date: 7/31/2001.